Manufacturer narrative:
Event date is approximate. The sonicare toothbrush head is an accessory to the sonicare toothbrush power toothbrush system. No brush head model, catalog number, manufacturing number or serial numbers were provided.

Event description:
A consumer reported that their sonicare toothbrush head broke off during use. No injury or property damage was reported.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text : product was not returned to confirm a malfunction has occurred.